Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated three times at 8, 10 and 12atm accordingly. However, at third inflation, it was noted that the balloon ruptured at the distal part within 30 seconds. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported and patient was good post procedure.